Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol) implant procedure, there was a refractive surprise. The patient had a visual complaint that affected the patient's daily living. The lens was exchanged for a lens from a different manufacturer in a secondary procedure eleven months after the initial procedure.